Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the reservoir and tubing had air bubbles. The blood glucose level at the time of the incident was 120 mg/dl. It was stated that the issue occurred with reservoirs and infusion sets from the same lot and it would happen when the customer disconnected at the site. The product will not be returned for analysis.